Manufacturer narrative:
The reported events were failure to capture and lead dislodgement. As received, a complete lead was returned in two pieces with the helix found retracted and clogged with blood/ tissue. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead did not find any anomalies except for procedural damage. X-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead failed to capture and was dislodged as confirmed via x-ray imaging. The lead was explanted and replaced. The patient was stable.